Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to the patient wanting to upgrade to an MRI-compatible device. The patient was re-implanted with another device during the same surgery.